Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient opened and re-closed the package event on (B)(6) 2026 and reported as not sealed properly misshaped or sterile packaging not intact. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.